Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The auto to manual switch was replaced to fix the reported issue.

Event description:
The hospital reported that, auto to manual switch doesn't work. There was no reported patient involvement.